Manufacturer narrative:
Investigation complete. Executive summary and h codes have been updated to reflect results.

Event description:
It was reported that the stretcher brakes were broken, possibly indicating that the brakes were difficult to engage/disengage. There was no report of patient involvement or adverse consequences. The user facility did not provide the model or serial number. The wo was canceled and the product was not made available for evaluation.

Event description:
It was reported that the stretcher brakes were broken, possibly indicating that the brakes were difficult to engage/disengage. There was no report of patient involvement or adverse consequences. The user facility did not provide the model or serial number at this time and the device is still pending evaluation.